Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange did not expand. The procedure was completed using another axios stent. There were no patient complications reported as a result of this event.